Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic is torn in half. A piece of the optic is torn off and missing. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in 06/2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated the surgeon used a 15.00 diopter aq2003v silicone aspheric three piece lens. The lens was damaged during loading process. Noticed the lens tore as lens was being primed. There was no pt contact. Reporter stated the cartridge and injector damaged the lens. No lot numbers were provided. Cartridge and injector were not returned for evaluation. See MFR #2023826-2013-00066 for the injector.